Manufacturer narrative:
Lot numbers # 15m029, 18f013, 18h001, 18j006, 18j010, 18m035, and an unspecified lot number. Ten single-use devices were received for evaluation. Visual inspection for nine of the devices revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be untightened blue winged luer caps. Visual inspection for the tenth device did not identify any signs of a leak. A functional leak test was performed for the ten returned devices by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified for the ten returned devices. The devices were found to be conforming product. One photograph was received for evaluation. Visual inspection of the photograph revealed fluid in the bag that contained the device, indicating that a leak had occurred. However, the exact location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. It was reported that nineteen large volume folfusors leaked. Four of the devices leaked from the blue winged luer cap, three of the devices leaked from the fill port, and twelve of the devices were leaking from an unspecified location. Of the nineteen events, eighteen events did not involve a patient, and one event involved a patient with no patient consequences. No additional information is available.